Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 1 mg/ml dilaudid at 0.2374 mg/day via an implantable pump for spinal pain. It was reported that at a refill on (B)(6) 2018, the expected residual volume was 5.8 cc while the actual residual volume was 16 cc. It was then stated that the average reservoir volume differences were 2 ml at refills monthly. Event logs were noted to be normal. Additionally, it was stated that previous aspirate was "brown and hazy, like fat" in the fluid from the pump reservoir on (B)(6) 2018. This aspirate was sent to be cultured and it was negative. The aspirate from the refill on (B)(6) 2018 was noted to be clear and normal. No symptoms were reported. No further issues were reported or anticipated.